Manufacturer narrative:
Covidien ref. Number # (B)(4). No product was returned to covidien for investigation. Customer was provided with the product part number for the front pcb board replacement. Serial number precedes a corrective and preventive action taken by the MFR. .

Event description:
Covidien received a report that a unit had missing display segments. No pt was involved in this incident.